Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states.  However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call the insulin pump had beep anomaly and a blank display the customer¿s blood glucose was unknown at the time of incident. Customer stated that the insulin pump was making a long beep and the display turned black after the battery has been removed and reinserted. Customer stated that the insulin pump had a black dot on the display and it kept on turning off. No significant events leading to blank display were observed. Customer reported that a new battery did not resolve the issue. The customer was advised to discontinue use of pump and revert to back-up plan. The insulin pump is being replaced and is expected to return for analysis.

Manufacturer narrative:
Device power up properly after battery installation. No blank display, display anomaly or audio or beep anomaly noted. Device was received with normal operating currents and passed self-test, unexpected restart error test and displacement test. No unexpected off no power, bad battery, low battery, weak battery, battery out limit and failed battery test alarms noted during testing. (B)(4)..